Event description:
As reported by the user facility: operator says sad alarm was activated. However, foam was seen all the way to the pt's venous access. Pt experienced shortness of breath and was taken to hospital for precautionary treatment. Sample port on arterial blood line was leaking. This leak caused air to be pulled into bloodlines and created foam.

Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter confirmed that the pt was released on the same day of the event and that the symptoms were caused by fluctuation of the pt's blood sugar levels. The reporter stated that the pt's symptoms had nothing to do with the dialysis treatment. The pt was a male of approximately (B)(6) of age. The sample and all available information has been forwarded to the actual manufacturer, medisystems, for further investigation. Their investigation is ongoing at this time. A follow up report will be submitted when the results of the investigation are available.